Manufacturer narrative:
The insulin pump passed all functional tests. No motor error alarm during testing. The motor was tested outside of the device and passed. The insulin pump had minor scratched liquid crystal display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a motor error alarm during bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 212 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.